Event description:
Revised

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2022-01638; 520-01-006, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.